Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. The hcp reported that the patient needed an MRI of their pelvic region and abdomen. The patient had informed them their ins no longer worked, but did not provide any further detail or clarification. The patient had no use of their bladder and bowel and the caller was unsure if that was the reason the patient was implanted, or if the issue started after the device was implanted. The patient had colon cancer, but the caller was unable to provide when it occurred and whether it was prior to or after the device was implanted. Additional information was received from the patient. They reported that their ins had not worked in years, and noted they had it implanted in 2014, which conflicted with the registered implant date of (B)(6) 2018. They needed an MRI, but the technician told them they could not have the MRI with the device still implanted, as they were afraid it would burn them 'or something.' They did not want to chance it, so they still wanted to have it removed. The ins no longer working had not yet been resolved. The patient clarified their colon cancer was not caused by or related to the device or therapy, and noted they had a resection in 2013, before their device was implanted. When asked if the lack of use of their bladder and bowel was caused by or related to the device or therapy, they said no. They had bladder and bowel problems, which was why they were implanted. They noted they did not know where their activator was, but the other piece was 'still in their butt.' They needed it taken out, first, because it was annoying, second, because it did not work, and third, they needed to get an MRI as they were having other issues with their back and side.